Manufacturer narrative:
Based on the claim against the product by the customer noting drifting issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An isi field service engineer contacted the customer and had no errors to report. The fse looked at the system logs and noted the cases were completed on (B)(6). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the arm 4 was drifting during procedure. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the arm 4 was drifting. The customer is unsure about if the arm was clutched or had error messages. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed on the patient as the issue was identified during procedure. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The customer was unsure if the arm drifted with an instrument inside the patient. The case was completed robotically. The customer was unsure if the arm moved in the intended direction. There was no shakiness.